Manufacturer narrative:
Additional information was received that the reason for the revision was due to frequent ipg charging. The patient did not want to proceed with the procedure. No further course of action at this time.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo a scs battery replacement procedure because he does not want it.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.